Event description:
It was reported that the site sometimes has issues with the long armadas (eg 150 or 200) that should go through a 5 fr sheath, when advancing through or going back through the sheath, but they never have this issue with a short armada. There have been no reported adverse patient effects or clinically significant delays in the procedure due to this issue. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reviewed, there is no indication of a product deficiency.